Manufacturer narrative:
The investigation determined the issue was due to the customer not following the guidelines for plasma specimen collection and preparation provided in product labeling for the assay. Per product labeling: re-centrifuge plasma samples in a secondary tube for 10 min at 2000 x g prior to measurement. The customer resolved the issue when they transferred the sample to a secondary tube, recentrifuged the sample, and remeasured.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable vitamin d total elecsys results from cobas 6000 e 601 module serial number (B)(4). The customer decided to repeat a few samples where the initial result was <100 ng/ml after pouring into a secondary tube and recentrifuging. Sample 1 initial result was 67 ng/ml and the repeat result was 38 ng/ml. Sample 2 initial result was 53 ng/ml and the repeat result was 17 ng/ml. Sample 3 initial result was 25 ng/ml and the repeat result was 11 ng/ml. The questionable results were reported outside of the laboratory.